Event description:
The customer reported that the system had a loss of live images. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. The system operates as intended.